Event description:
The risk manager alleged that a caregiver cut his hand while reaching for the head up bar on a hill-rom transtar stretcher. The risk manager would not release any additional information concerning this alleged incident.

Manufacturer narrative:
The technician found the frame was made sharp by metal to metal contact between the IV pole and the mount at the right head side. The IV pole was properly attached to repair the stretcher.